Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 30 bd ultra-fine¿ iii pen needles experienced missing label information. The following information was provided by the initial reporter: blank print for product lot# no and expiry details.

Manufacturer narrative:
H.6. Investigation: there are no samples and one photograph received from the customer along with the reported complaint of printing missing. The investigating team has used the retention samples of mat. No. 320179 and lot no. 1216573 for investigating the reported defect. The investigation and simulation were carried out on 50 retention samples where the investigating team has visually tested the samples for printing missing and no printing missing was found in the 50 retention samples. Based on the photograph the defect is confirmed. The DHR of material no. 320179 with batch no. 1216573 was checked and there was no quality notification found on this lot no. From its production date to its dispatch on date. CAPA#5135247 was initiated.

Event description:
It was reported that 30 bd ultra-fine¿ iii pen needles experienced missing label information. The following information was provided by the initial reporter: blank print for product lot# no and expiry details.